Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high, out-of-range pacing impedance measurements on the right ventricular (rv) channel. It was noted that threshold measurements were within normal limits, no noise was seen on the electrogram, and noise could not be created with vigorous pocket manipulation. Lead evaluation could not find any issues with the lead. A boston scientific technical services (ts) discussed options to address the issue and discussed potential sensing scenarios with the field representative. Ts also noted that, if an invasive procedure was performed, the device should be changed out at that time. Episodes from the remote patient monitoring system were later reviewed and the ts consultant noted what may have been rv loss of capture. The patient was reportedly not pacemaker dependent and, initially, no adverse patient effects were reported. At this time the physician elected to monitor the device via remote patient monitoring. Approximately one and half years after the first reported clinical observations, the patient felt short of breath when walking into the clinic. Rv pacing impedance was high and out of range and rv loss of capture was noted. A system revision was planned and ts recommended that a tug test be performed. During explant, it was noted that the rv lead terminal pin was fully inserted in the header and the setscrew was tight. Lead impedance on the pacing systems analyzer was within normal limits. The device was explanted and returned for analysis. Analysis is ongoing.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this crt-d was thoroughly inspected and analyzed. Pin gauge testing was performed and found that the right ventricular spring coil would not hold the requisite pin gauge. This likely was the cause of the high, out-of-range impedance observed clinically.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high, out-of-range pacing impedance measurements on the right ventricular (rv) channel. It was noted that threshold measurements were within normal limits, no noise was seen on the electrogram, and noise could not be created with vigorous pocket manipulation. Lead evaluation could not find any issues with the lead. A boston scientific technical services (ts) discussed options to address the issue and discussed potential sensing scenarios with the field representative. Ts also noted that, if an invasive procedure was performed, the device should be changed out at that time. Episodes from the remote patient monitoring system were later reviewed and the ts consultant noted what may have been rv loss of capture. The patient was reportedly not pacemaker dependent and, initially, no adverse patient effects were reported. At this time the physician elected to monitor the device via remote patient monitoring. Approximately one and half years after the first reported clinical observations, the patient felt short of breath when walking into the clinic. Rv pacing impedance was high and out of range and rv loss of capture was noted. A system revision was planned and ts recommended that a tug test be performed. During explant, it was noted that the rv lead terminal pin was fully inserted in the header and the setscrew was tight. Lead impedance on the pacing systems analyzer was within normal limits. The device was explanted and returned for analysis.

Manufacturer narrative:
Code 3191 is used to capture surgical intervention. B5 has been updated since initial report was filed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high, out-of-range pacing impedance measurements on the right ventricular (rv) channel. It was noted that threshold measurements were within normal limits and noise could not be created with manipulation. Lead evaluation could not find any issues with the lead. A boston scientific technical services (ts) discussed options to address the issue and they will be discussed with the physician. No adverse patient effects were reported. This device remains in service.